Manufacturer narrative:
Due diligence attempts were made to obtain the status of the explanted device for return and evaluation. At this time, the subject device has not been received. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. The device was not returned to edwards for analysis and the root cause for the stenosis and regurgitation cannot be conclusively confirmed; however, the patient's medical records indicate that there was dehiscence and leaflet thickening. Moreover, patient related factors and progression of the patient¿s underlying valvular disease may have contributed to the event. The patient was noted to have a history of two prior aortic valve replacements. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information that the bioprosthetic aortic valve, implanted 10 years and 29 days, was explanted due to severe aortic insufficiency and moderate aortic stenosis. Per the operative report, the aortic valve below the right coronary ostia had a dehisced area. The prosthetic valve was noted to have thickened leaflets. The explanted device was replaced with another edwards bioprosthetic valve, which seated nicely. The patient was weaned from cardiopulmonary bypass when he was warmed sufficiently.

Manufacturer narrative:
Evaluation summary: during the examination of the valve, tissue tears were observed in one of the leaflets, leaflet 3 (l3), near both commissures. The tear near commissure 3 (c3) measured approximately 6 mm and the tear near c1 approximately 5 mm in length. The tear apparently resulted in leaflet prolapse in air. Non-transmural similar tissue damage was evident on l1 near both commissures. Leaflet tissue became opaque and thickened near the commissural and bending areas. Small calcification nodules were depicted by x-ray imaging on l1 in the belly and free edges. A very small calcification nodule was noted on l2 near at the free edge near c3 side. No appreciable tissue calcification was detected near the tissue tears on l3. Host tissue growth was minimal on the outflow side and mild on the inflow side. These findings suggest the valve was primarily undergoing non calcific tissue degeneration. The tissue tear related leaflet prolapse, leaflet thickening, and tissue calcification appeared to be responsible for the reported severe aortic insufficiency and moderate aortic stenosis. Non-calcific tissue degeneration is one of the common chronic failure modes for this type of bioprosthesis. Although the detail mechanism is still not fully understood, the operational mechanical stress and biological factors are generally believed to be the major contributors to this type of non-calcific bioprosthetic tissue degeneration.